Event description:
It was reported that the customer is experiencing discrepancies between the cco number from the swan ganz catheter and fick calculations. The difference is not by the accepted minimum, it is large variations. There was no allegation of patient injury. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. However, as part of manufacturing process a 100% of units of swan ganz products go through tip/balloon and electrical inspection process. The lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time.